Event description:
A cardiac resynchronization therapy defibrillator (crt-d) was returned to the manufacturer with a report of a patient death. The cause of death was listed as unknown. Further review of the manufacturer¿s database indicated the patient died approximately 8 months after the device system was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).